Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, a leak was observed resulting in the reported abnormal noise. The investigation determined that the leak was caused by a rupture of the noxmixer tube connecting the o2 inlet to the noxmixer assembly. The noxmixer tube was replaced, and the device subsequently met all manufacturer specifications for nitric oxide delivery accuracy in manual mode and overall device operation. Based on the results of the device evaluation, the investigation concluded that the reported event was caused by a component failure of the noxmixer tube. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that an abnormal noise was observed from the (d4) device while delivering inhaled nitric oxide (ino) therapy to a pediatric patient. According to the hospital report, an abnormal noise was audible even when the flow meter was set to zero. When flow was increased, oxygen was not observed at the noxmixer port. The device was subsequently removed from service. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-u.